Event description:
It was reported that the patient received inappropriate therapy due to oversensing of the fractured right ventricular (rv) lead. Insulation damage was also noted approximately 10cm before bifurcation (proximal part). The lead was explanted and replaced. The implantable cardioverter defibrillator (ICD) was also explanted and replaced because the noise algorithm did not withhold the inappropriate therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).